Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified a host pc issue through the power supply and os disk software checks. The host pc startup test also failed, confirming that the host pc was defective. The fse replaced the host pc and reloaded the system software to resolve the issue. The defective host pc was returned for analysis and result indicated that it had an incorrect gpu (fx580) model, instead of the required gpu k600. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.